Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was possible premature battery depletion and the device was at elective replacement indicator (eri). The device is still in use. No patient complications have been reported as a result of this event.